Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib (generator interface board) pcb and x-ray controller pcb assembly were evaluated and replaced. The alarm was tested and found to be working as intended and returned to service.